Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient developed a hematoma and the pocket for the cardiac resynchronization therapy defibrillator (crt-d) had to be evacuated. While the pocket was opened, the left ventricular (lv) lead showed high out of range pacing impedance measurements of greater than 3000 ohms. Prior to pocket manipulation the impedance measurement was 1038 ohms. It was noted that the physician only disconnected the right ventricular (rv) lead and not the lv lead. Fluoroscopy showed the lead to be in the same position. Boston scientific technical services (ts) discussed possible causes including fracture and connection. The physician disconnected the lv lead and reconnected it with in range impedance measurements. The crt-d and lv lead remain in service and no additional adverse patient effects were reported.